Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The returned sheath contained signs of use in the form of biological material. Microscopic examination revealed the sheath tip was frayed and split. The sheath was also partially torn along the score line. This damage is consistent with undue force being applied at the tip. The total length of the sheath, the outer diameter of the sheath body, and the inner diameter of the proximal end of the sheath were measured and all were found to be within specification. The returned dilator is able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath was frayed and split, consistent with undue force being applied to the tip. A device history record review was performed with no relevant findings. Based on the sample received and the customer report that the issue was identified during use, unintentional user error caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the sheath split upon inserting into the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the sheath split upon inserting into the patient.